Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be duplicated. The cause of the initialization problem was unable to be determined. For now, the firmware was reloaded and motion calibration was performed. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that there was a software mismatch error. The site had to rebooted the system three times for it to pass initialization. There was no patient present when this issue was identified.